Manufacturer narrative:
(B)(4). Batch # r92704. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that y-link was cracked. In addition, photos were also provided for review. For image 1, it is an image provided by the account and is that of an harhd36 instrument with a batch r92936, that is different from that of the device that was received for analysis. Image 2: the image provided by the account is that of an harhd instrument. Image 3: the image provided by the account is that of the distal end of an harhd where the tissue pad can be seen melted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The customer reported: " damaged instrument, tissue pad issues". The batch history record was reviewed and no defects, ncr¿s, or protocols related to the complain were found during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure, the teflon pad detached and burned before finishing the surgery. The tissue pad did not fall into the patient's cavity. To continue with the surgery, the defective device was discarded and a new one was opened. This made the surgical time prolonged but there was no patient consequence.